Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 310 mg/dl. The customer's current blood glucose is 275 mg/dl. The customer was treated for the high blood glucose with insulin drip and intravenous. The customer experienced symptoms as a result of high blood glucose such as vomiting. Customer also reported that the insulin pump had motor error alarm. The drive support cap was normal. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. Customer was assisted with displacement test and test did pass. The customer was treated by intravenous insulin. Troubleshooting was done for high blood glucose. The insulin pump will be returned for analysis.